Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the purge pressure increased immediately after the impella cp was started on a patient. Troubleshooting was done but was unsuccessful. The impella cp was exchanged. The patient was eventually weaned and explanted.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The data logs show that the purge pressure was stable for about 3 hour and 20 minutes, then there was a rise in purge pressure that took about 6 minutes to trigger purge pressure high alarms, with no motor current spikes before or any changes in pump flows. The purge pressure remained high for about 30 minutes and did not resolve with cassette/bag changes. The pump was then explanted. The pump was returned and there was biomaterial seen around the impeller and in the purge gap. The pump was soaked in warm water with tergazyme and the biomaterial still remained. The pump was connected to a lab console and purged with a lab cassette. There were no kinks seen in the catheter. While connected, high purge pressure was reproduced. A window was cut in the catheter to expose the purge tubing and no blood was seen in the line. The catheter was cut and purge fluid expelled from the non motor side portion of the catheter and high purge pressure resolved indicating there was a blockage isolated to the motor. The root cause of the high purge pressure is most likely due to biomaterial based on data log and returned product analysis. D9 device returned to manufacturer date added.